Event description:
Diagnosed with dysautonomia, hypotension, bradycardia. I have severe headaches, fatigue, heart palpitations. Recurrent yeast infections. My labs are elevated monocytes and lifts, with no reason. My right implant is wrinkled especially around sternum and seems to be less saline in capsule and seems t o be getting less over time. Its tender and some days worse than others. Eft side is starting to do the same but not as bad. Some days I just feel terrible. Recall on breast implants. FDA safety report ID # (B)(4).